Event description:
This was the 2nd dialysis treatment for this pt. The first treatment was uneventful on the same model dialyzer. Thirty minutes into the second treatment the pt c/o shortness of breath became hypotensive. Dialysis was stopped and blood not returned at this time. The pt had wheezing on ausculation. He was not wheezing pre-dialysis. The pt was treated with epinephrine 0.9 mg IV push, benadryl 50 mg IV, solumedrol 125 mg/IV push. One hr later, dialysis was restarted on a gamma sterilized pmma dialyzer without problems.